Event description:
On (B)(6) 2024 a nurse contacted beta bionics customer care and reported that an ilet user was admitted to the hospital due to diabetic ketoacidosis (dka). The hospital called in to ask if the user could reconnect to the ilet after being given a shot of long-acting insulin (lantus). The customer care agent advised the nurse the user may run the risk of going low if they reconnect to the ilet within 24 hours of taking a long-acting insulin. The agent advised the nurse that the user should stay disconnected from the ilet for 24 hours after taking long-acting insulin and consult their healthcare provide (hcp) regarding when they should reconnect to the ilet. The hospital gave the patient a shot of lantus at midnight (B)(6) 2024. The user is going to stay disconnected from the ilet for 24 hours and will reconnect on (B)(6) 2024. The user's grandmother provided additional information about the dka event. She stated the user's infusion set site was changed on friday (B)(6) 2024. The user's blood glucose (bg) levels rose high that friday. The family did not replace the infusion set and the user's bg levels were high all day and night. That saturday morning, the user began vomiting and was taken to the hospital. The user was admitted to the ER on saturday (B)(6) 2024 at noon. The user's bg rose to over 600 mg/dl. The user was treated with long-acting insulin and an insulin drip. The beta bionics customer care agent confirmed the infusion set cannula was kinked; however, the hospital staff and family was unsure if the kink was from being passed around to people at the hospital or if the cannula was kinked prior to removing the site. The user was using a convatec inset (23", 6mm) infusion set.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting and all cgm alerts were not changed from factory defaults (all on/high). Body weight was not changed after initial setup on (B)(6) 2024. The last cartridge and infusion set change operations prior to the review date were on (B)(6) 2024 at 8:51pm. No instances of bg-run mode were logged on the review date until after the ilet was restarted. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Data for the described event date of 2024-02-24 was reviewed. Review of the ilet report and device logs shows that the ilet user was experiencing hyperglycemia for about four hours (peak cgm glucose of 348 mg/dl) before the ilet alerted the user the insulin cartridge was empty at 6:26 pm on (B)(6) 2024. Hyperglycemia continued. The user replaces their cartridge and infusion set at 8:51 pm. The ilet first alerted the user to their high glucose at 10:00 pm. The user acknowledged the alert. The alert continued to sound every 90 minutes throughout the night and was acknowledged by the user each time. The user replaced their insulin cartridge and infusion set again at 9:25 am on (B)(6) 2024. The user's hyperglycemia persisted, and the ilet continued to alert for the high glucose and dose insulin until it is powered off. No evidence of device malfunction was found in the engineering logs. Log entries match complaint description of elevated cgm glucose readings following an infusion set change operation leading into the next date. Motor data indicates that the ilet was continuously requesting deliveries for insulin in 5-minute intervals. The only instances where no insulin delivery was requested were when a cartridge change operation was started but not completed. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes, the ilet report, and the device logs, the assignable causes for this hyperglycemic event are multiple failed infusion sets and failure to follow device training on responding to hyperglycemia.